Event description:
It was reported that the patient presented via merlin.net transmission. Upon review, it was noted that the pulse generator exhibited episodes of non sustained over sensing, atrial noise reversions and inappropriate atrial tachycardia. No intervention was performed. The patient was monitored remotely.